Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for compact plus system 2. Reference medwatch with patient identifier (B)(6) for compact plus system 1. Device received in a condition which made analysis impossible. Unable to test because an empty drum was returned.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 300 mg/dl (compact plus system 1) and 141 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device manufacture date is not known based on the lot number provided. (B)(4).